Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the shaft of the taxus express2 2.5x12mm drug eluting stent, broke approximately 11 inches distal from the hub. The physician was placing it into the catheter and it "buckled/snapped." All the pieces were immediately removed. No pt complications were reported.